Event description:
It was reported that during a robotic lobectomy, on the third firing, the device fully cut but delivered a partial staple line. Seam guard was not being used. There was excessive bleeding and they had to convert to an open thoracotomy to control the situation. The pt received four units of blood and was sent to the ICU. The pt's hospital stay was extended.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event description could not be confirmed as the device fired as intended and no cartridge was returned for analysis. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.